Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the biomedical engineer found that the external pulse generator (epg) displayed an error upon startup during a routine check at the hospital. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event, there was an error in the lower display during the start up sequence. Incoming inspection on automated test console failed. It was also noted that the lower case was damaged. As a result the main board was replaced and the new main board was calibrated. A final test was performed and the device passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.